Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
A request was received from the (B)(6) requesting service. During a servicing foreign debris was found. It is unk if the device was used in surgery. It is unk if injury or medical intervention were reported. It is unk if there was a delay in surgery. No additional info is available.